Event description:
During a coronary drug eluting stenting treatment procedure, the proximal struts of the taxus express2 stent lifted off of the balloon. No pt injuries or complications were reported.